Event description:
The customer reported that while the unit was in use on a pt, they were unable to obtain an electrocardiogram waveform on the display. The pt was switched to another unit and therapy was contined. No pt injury was reported.